Event description:
It was reported that the device would not "auto-identify" and start a session. Also noted was that the patient had a nuclear brain scan in a room next to MRI. The next day, the device could not be interrogated and no telemetry was indicated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device - failure disappeared during analysis. The root cause of the pacing and telemetry anomaly could not be determined. The condition disappeared during analysis.